Event description:
It was reported that air bubbles were observed within the cartridge tubing. Additionally, it was reported that the cartridge was leaking. It was reported that the customer experienced an elevated blood glucose (bg) level of 167 to high mg/dl. Cause was not known. Customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.